Manufacturer narrative:
Sections with additional information as of 01-aug-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: test strips not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.

Event description:
Consumer reported complaint for the meter go into testing mode but test strip does not absorb the blood. During the call, a blood test was performed by the customer fasting and produced test result of 184 mg/dl using true metrix meter. The customer was concerned the result obtained was high. The customer¿s expected am fasting blood glucose test result is 100 mg/dl and expected pm fasting blood glucose test result range is 80-90 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the hall closet. The test strip lot manufacturer¿s expiration date is 07/18/2024 and 2-3 weeks ago. The meter memory was reviewed for previous test result history (date/time not set): result 1: 184 mg/dl date: (B)(6) 2023 time: 1:26 pm fasting (taken today fasting am) result 2: 120 mg/dl date: (B)(6) 2023 time: 11:54 pm fasting result 3: 114 mg/dl date: (B)(6) 2023 time: 1:52 pm fasting result 4: 108 mg/dl date: (B)(6) 2023 time: 1:56 pm fasting result 5: 111 mg/dl date: (B)(6) 2023 time: 11:58 pm fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-062:, user had poor technique. Note: manufacturer contacted customer in a follow-up call on 29-jun-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.